Event description:
It was reported that sometimes post a port placement, it was allegedly difficult to get blood return through the port. It was further reported that when the port system was flushed with saline solution, the patient complained of pain around the port. Because there was a possibility of leakage of anticancer agents, the patient was treated with necrotic drugs. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI powerport implantable port attached to a catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A longitudinal split was noted approximately 5.0cm from the distal end of the cath-lock. A leak from the longitudinal split was noted upon infusion. Therefore, the investigation is confirmed for the identified fracture issue. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, one month, and twenty six days post port placement, it was allegedly difficult to get blood return through the port. It was further reported that when the port system was flushed with saline solution, the patient complained of pain around the port. Because there was a possibility of leakage of anticancer agents, the patient was treated with necrotic drugs. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI powerport implantable port attached to a catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A longitudinal split was noted approximately 5.0cm from the distal end of the cath-lock. A leak from the longitudinal split was noted upon infusion. Therefore, the investigation is confirmed for the identified fracture issue. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, it was allegedly difficult to get blood return through the port. It was further reported that when the port system was flushed with saline solution, the patient complained of pain around the port. Because there was a possibility of leakage of anticancer agents, the patient was treated with necrotic drugs. Reportedly, the port system was removed and replaced. There was no reported patient injury.